Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was recently implanted and the next day, external telemetry had showed a lack of ventricular pacing after the p-wave with no evidence of an atrial pace afterwards either. There was no indication of asystole, and the v-v interval was 1.1 seconds. The patient paced 94% in the ventricular and in the 20% range in the atrium. It was difficult to tell from the available strips, but tracking of p-waves may have surpassed the maximum tracking rate. Upon further review, it was determined that the pacemaker was t-wave oversensing due to lowered sensitivity. Sensitivity was adjusted, appropriate capture was confirmed, and the patient was safely discharged. This pacemaker system remains in service. No adverse patient effects were reported.